Event description:
Reportedly, the device has repeated problems with not infusing the correct amount. The pump has been used with pts, but no injuries have been reported. During a test, the pump was supposed to come out at 80ml, but did not even do 30ml.

Manufacturer narrative:
Device evaluation results will be submitted, when the evaluation is completed.